Manufacturer narrative:
(B)(6). 510k: this report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number 204.8xx provided. Device broke and part returned in the patient; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on unknown date for treatment of a right ankle fracture with a syndesmosis rupture. Patient was originally implanted with one (1) locking compression plate (lcp) one-third tubular plate and ten (10) various types and lengths of stainless steel screws. Six screws were implanted thru the lcp plate and into the fibula bone. Of the six screws; three (3) 3.5mm cortex self tapping screws, two (2) 3.5mm locking screws and one (1) 4.0mm cancellous screws were implanted in the plate. Also, one (1) 2.7mm cortex screw was implanted directly into the fibula bone. Three (3) 4.0mm cancellous bone screws were implanted into the patient¿s tibia bone. On an unknown date, post-operative, patient presented with one (1) broken 3.5mm (unknown length) self-tapping cortex screw. This broken screw was implanted at the 3th or 4th distal-hole position in the lcp plate into the fibula bone. It is noted that this screw passed through the syndesmosis joint to address the rupture. On an unknown date, surgeon unsuccessfully attempted to remove one of the 3.5mm self-tapping cortex screw at the 3th or 4th distal-hole position in the lcp plate into the fibula bone and the syndesmosis joint. Surgeon removed the proximal portion of the broken screw and the distal portion was left in the patient. On (B)(6) 2017 patient was brought back to surgery for removal of implants for routine hardware removal. Plates and screws were removed; except for the distal portion of the 3.5mm (unknown length) self-tapping cortex screw that was left in the syndesmosis joint. Due to the fact that the ankle fracture had healed no other fixation was needed. Patient is reported in stable condition and fully healed. There were no adverse events or device malfunctions related to this surgery. Concomitant devices reported: locking compression plate (part 241.401, lot 6910930, quantity 1), 3.5mm cortex screw (part 204.814, lot unknown, quantity 2), 3.5mm locking screw (part 212.102, lot unknown, quantity 2), 4.0mm cancellous bone screw (part 206.018, lot unknown, quantity 1), 2.7mm cortex screw (part 202.818, lot unknown, quantity 1), 4.0mm cancellous bone screw (part 207.045, lot unknown, quantity 3). This report is for an unknown cortex screw. This is report 1 of 1 for (B)(4).